Manufacturer narrative:
This right ventricular (rv) lead was reportedly explanted and retained by the explanting facility. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that shocking impedance on this right ventricular (rv) lead was chronically high, first going out of range on (B)(6) 2017. This rv lead and the patient's implantable cardioverter defibrillator (ICD) were subsequently explanted and replaced. No additional adverse patient effects were reported.